Event description:
It was reported by the sales rep that during a lap unknown procedure, the clip ejected at the 1st firing when a nurse grasped the trigger for functionality. After that, the same event occurred continuously. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning. (B)(4).

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Lockout spring. Additional information was requested and the following was obtained: did the clips fall into the patient? No. If yes: how were the clips retrieved? Na. The analysis results found that the mcs20 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. However, the lock out mechanism was noted to be non-functional. In order to evaluate the condition of the internal components, the device was disassembled and the lockout spring was noted out of position; this circumstance led to the lockout failure, however no conclusion could be reached as to what may have caused this condition.